Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02281. It was reported that during a device change out due to elective replacement indicator (eri), the pacemaker's set screw was stripped causing the lead pin could not be released even after the header was cut. The right ventricular lead was capped but not replaced as the patient only needed atrial pacing. The device was explanted and replaced. The patient was stable before, during and after the procedure.